Manufacturer narrative:
(B)(4). The insulin pump was received with blank display and the battery cap not being able to be secured properly due to broken battery tube threads. Secured the battery cap and continued testing. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was also received without the original battery cap, case cracked behind the battery compartment, scratched case and pillowing keypad overlay. Unable to verify battery cap damage. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump went off. Customer stated that the battery cap was not there anymore. No harm requiring medical intervention reported. The insulin pump will be returned for the analysis.